Manufacturer narrative:
Device manufacturing date is unavailable. No parts have been returned or received by the manufacturer for evaluation. A software investigation has been initiated, although analysis is not yet complete. No additional findings possible at this time. This device is included in the medical device field correction notification, "visualase cooled laser applicator system (vclas)" (B)(4) 2016. The revised instructions for use (IFU) were also provided with the notification.

Event description:
A medtronic representative reported that during a laser induced thermal therapy procedure, a cooling catheter became burnt. It was reported that the surgeon burned the same catheter three times in the same location, then attempted a fluid test when it ruptured. The damaged catheter was discarded and a new one was used to successfully complete the procedure. There was a reported delay to the procedure of less than 1 hour due to this issue. The patient was not impacted.

Manufacturer narrative:
Correction - the device unique device identifier (UDI) was not provided as the device was manufactured prior to the requirement for UDI. A software investigation was completed and found the treatment images show movement and associated artifacts. As a result of the artifacts and movement, temperature development plots at the selected targets show spikes periodically passing the temperature limit set for signaling a status of hot. Visualase software functioned as intended; no anomalies were found.